Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after the completion of the spaceoar vue placement procedure under general anesthesia, on ultrasound, it was suspected that the hydrogel infiltrated the rectal wall. The needle entered the rectal wall; however, it was repositioned. Further images will be required to confirm the placement.